Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with the device pocket appearing red and slightly swollen due to infection. A suture sleeve was noted to protrude from the device pocket. The pacemaker was explanted and replaced with a leadless pacemaker on (B)(6) 2025. The patient was in stable condition throughout the procedure.